Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device software was successfully downloaded with merlin programmer and normal function resumed. The patient experienced no adverse consequences.

Manufacturer narrative:
.